Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient became sick, felt dizzy and was vomiting. She could not eat or hold down any liquids, had stomach pain. The cgm was displaying 200 mg/dl while her finger stick reading was 500 mg/dl. The patient was taken to the emergency reoom and was admitted to the intensive care unit for two nights. Prior to being admitted to the ICU, the patient was treated with pain medication in the emergency room. The patient was also treated with insulin. At the time of the report, the patient was doing better; however she stated that she was still not eating normal and was still tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.